Event description:
It was reported to philips that the system was unable to emit x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, and the procedure was completed by moving the patient to another room. The field service engineer (fse) conducted an onsite inspection of the system, encountering a failure in the system's ability to emit x-rays. The log file review indicates a specific error, "ips: phase fault," recorded by the generator device, impacting the x-ray channel frontal. During the troubleshooting phase, the fse identified a blown fuse on the generator power line. To resolve the issue, the fse replaced the blown fuse with a new, operational fuse. After replacing the fuse, the power supply to the generator was restored, allowing the system to emit x-rays and return to full operational status. The codes were updated based on the investigation outcome.